Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touch screen unresponsive and touch screen un readable issue was verified, but the cracked touch screen issue could not be verified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. The customer¿s blood glucose (bg) was 567 mg/dl. The customer administered a manual injections to address their bg. Replacement pump was sent to customer to resolve the issue.